Event description:
Pt having roux en y procedure suffered a prolonged hypoxic episode to the point of having suffered cardiac arrest. During procedure pt suffered a severe bronchospasm, which did not repsond to medication. The bronchospasm worsened and spo2 began to fall the low 80's. Tension pneumothorax was suspected and the peep valve was changed from 10cm/h2o to 5cm/h2o and the bronchospasm worsened to the point that ventilation was not possible. All attention was paid to the endotracheal tube and the ensuring hypoxia, when it was discovered that the peep valve was placed on the inspiratory limb.